Event description:
The pt presented to the hosp with tremors and was admitted to ccu. The pt had a history of respiratory illness and ws intubated. Upon interrogation of the ICD, it was determined that the device delivered inappropriate therapies. A magnet was placed over the device so all therapies would be disabled. The st. Jude technical services was contacted and reviewed the egms demonstrating oversensing and undersensing. The pt was referred to another hosp to determine if lead should be repositioned or replaced. The pt was transferred to the hosp later in the day for kidney dialysis and expired. The suspected cause of death was myocardial infarction.